Event description:
Mesh was used for inguinal hernia repair. Stat tack staple was used to secure mesh to tissue, however, the staple pulled through the mesh. The doctor used a different mesh as a replacement.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.